Event description:
Discrepant covid antibody test result, result = 1.49 (positive), rerun = 0.59 (negative). Result = 1.49 (positive), rerun = 0.59 (negative), siemens notified (10th result reported) siemens lot#006. FDA safety report ID# (B)(4).